Manufacturer narrative:
(B)(4). The device has been explanted . If it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's audiologists reported concerns about electrode array migration. A CT scan is consistent with 4 electrodes having migrated out of the cochlea. A revision surgery is planned with a back-up device present if needed.

Manufacturer narrative:
(B)(4). Based on the received information and CT scan results, the active electrode migrated post-operatively out of cochlea (four channels are outside of the cochlea). The electrode has been re-inserted successfully during a revision surgery. The concerned device remains implanted and in use. This is a final report.

Event description:
Electrode array migration out of the cochlea. A CT scan showed 4 channels outside of cochlea.